Event description:
The device was used during a laparoscopic hernia repair procedure. The staples did not form properly. The surgeon applied another device. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
2/6/97-medwatch report not received by MFR. Submission of initial report to FDA.